Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient was admitted to pediatric ICU on (B)(6) 2011 with a blood glucose (bg) of 690mg/dl and a diagnosis of dka. The patient was taken off the pump at the time of her arrival and placed on an insulin drip while in the ER. The reporter stated the patient was then receiving lantus and novolog injections until the patient resumed pump therapy on (B)(6) 2011. At the time the call, the patient's mother informed animas customer support that the pump was not delivering insulin for 2 days after an auto-off alarm occurred on (B)(6) 2011 at 6:52pm. The reporter claimed that neither the patient nor herself heard or felt the pump alarming. The patient's mother commented that the patient states she was not aware of the alarm as she was dressed in winter clothes and was outside running around. On an unspecified date/time after the auto-off alarm occurred, the pump lost power. The patient's mother reported that the patient's bg on the evening of (B)(6) 2011 was 132mg/dl; however, on (B)(6) 2011, the patient developed symptoms of vomiting and had both abdominal and back pain. The reporter stated she discovered there was no power to the pump when she checked the pump to see how much insulin was left. At the time of troubleshooting, the reporter denied any trauma or visible damage and confirmed the battery cap was secure to the pump. The reporter stated that the alert and warnings were on vibrate and alarm and reminders were on low. Review of alarm history revealed auto off alarms occurring on (B)(6) 2011 at 3:59am and on (B)(6) 2011 at 2:41am. The patient's mother confirmed that both alarms were heard. Customer support explained to the reporter that if the auto off alarm is not acknowledged that it will run the battery down. Customer support also explained that a replace battery alarm would not occur if the auto off alarm was not acknowledged. This complaint is being reported because the patient was treated for a serious injury while on insulin pump therapy.